Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician had difficulty sewing on a suture fixation type epicardial lead. The lead was removed and a screw-in fixation epicardial lead was utilized. It was noted the patient had a lot of adipose tissue surrounding the heart. No patient complications have been reported as a result of this event.